Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. Serial number is unknown and as a consequence the UDI is not yet available. These information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in zurich, switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
D4: involved 3t serial number has been provided, therefore dedicated section has been updated, including unique device identifier (UDI) number. H4: as serial number has been provided, manufacturing date has been updated. H11: according to livanova technical service activity review and confirmed by medical technician of the hospital, in the last two years only three heater coolers are in used at customer site: serial numbers (B)(6). Contamination of serial number (B)(6) is traced in livanova complaint (B)(4) (MFR# 9611109-2024-00299), (B)(6) is traced in livanova complaint (B)(4) (MFR# 9611109-2024-00333) and therefore (B)(6) is traced in current complaint. From service history review, it was confirmed that the device was sold already upgraded with vacuum & sealing kit. Through follow-up communication livanova learned that the customer uses hydroliq as disinfectant solution for the 3t devices. From hydroliq testing report, the heater coolers were confirmed to be used in vacuum mode and no allegation of patient involvement has been reported. Device was maintained with h2o2 at 3% of concentration according to device instructions for use. A device service history review has been performed and identified that the unit was manufactured in 2020 and no other similar event has been reported. Hydroliq's product has been used at customer site for over a year, eliminating mycobacteria in long-contaminated devices. Two disinfection protocols are in use: 1. Deep clean: using 16l of pure product to remove contamination and biofilms. 2. Maintenance: a low concentration, compatible with potable water, maintained in devices and changed every 4 days. In particular, 200ml of hypochlorous acid made by hydroliq added to 16 liters of filtered tap water is enough to maintain the water quality for 4 days. Their goal would be to extend that to 7 days for easier maintenance. Currently the customer has had no further contamination issues after adopting this protocol, even though detailed bacterial load reduction tests have been conducted. Customer confirmed that they related the initial contamination of their heater coolers to poor drinking water quality. Poor quality was discovered by customer through a report stating that chimaera mycobacteria content in the drinking water was too high and from that they started testing it themselves.